Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and the needle did not move forward. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) rose above 400 mg/dl while wearing the pod between 24 and 36 hours. The needle did not move forward when the pod was activated and the pod was reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. No treatment was provided. The pod was discarded.